Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was explanted due to mechanical failure, which was identified during the post-operative examination. The lens was replaced with another johnson & johnson iol. No injury and intervention was required. The patient is doing well. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 5, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens cut in half, coated in viscoelastic residue, and with the lens halves stuck together; a haptic optic junction was also received. The lens halves were cleaned and separated revealing the lens was damaged and scratched; one lens half was torn at the haptic optic junction. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.